Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 414 mg/dl. Customer declined troubleshooting for high blood glucose reading. Customer was getting high blood glucose reading because insulin was not being delivered. Customer also reported physical damage to the insulin pump. Customer stated they were felling a lot. Customer was advised to discontinue use of the pump and revert to a back-up plan per healthcare provider instructions. Insulin pump will be returning for analysis.

Manufacturer narrative:
Findings: no unexpected no delivery alarm noted during testing. Unit received with all operating currents within spec and passed functional testing including the rewind test, self-test, unexpected alarm error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. Unit had minor scratched lcd window, cracked lcd window, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip and scratched reservoir tube window. No broken reservoir tube lip noted. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.